Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a device related adverse event with a diagnosis of ketonuria. Event was severe in nature, customer recovered completely on (B)(6) 2017. Parents report that the infusion set snapped off without them knowing and insulin was not delivered overnight. Patient woke up with vomiting, high blood glucose, and large urine ketones. The customer went to the emergency room. The insulin pump was not returned for analysis.